Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced high blood glucose while using the ilet, with the ilet displaying ¿high¿ and a concurrent fingerstick of 389 mg/dl; the caregiver administered a 2.5-unit subcutaneous humalog injection, paused the ilet per guidance, confirmed a recent set change with no leaks or kinks, and noted multiple meals were eaten with only two meal announcements, after which additional training was scheduled. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy due to missed meal announcements and reliance on a manual correction. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem identified related to improper or incorrect procedure, and that the issue pertained to user interface interactions around meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.